Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test and screen went blank customer's blood glucose value was 68 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
The correct information has been provided with this report.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The case was reported under serious injury when it should have been reported as a malfunction. There is no reportable serious injury. The following additional information was also missing in the initial report: it was noted that the display had returned. However, the customer also had a button error alarm on the insulin pump. They attempted to resolve the issue by changing the battery. Troubleshooting was performed. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. There was no clear indication that the issue was resolved.